Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin was confirmed via visual inspection and log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log file was downloaded (9b190855) for review with events spanning approximately 3 days ((B)(6) 2020 per timestamp). The events occurring on (B)(6) 2020 took place during lab testing at abbott. Atypical power cable disconnects alarms coincident with rsoc invalid faults on the black power cable were active on (B)(6)2020 at 15:02:26 ¿ 15:03:33. These alarms cleared shortly after activating and occurred while connected to the power module. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The system controller was returned with a broken pin, from the power module patient cable, in the female socket (pin 4) of the black power cable¿s lemo connector. The pin was removed, and the controller was submitted for testing. The controller passed all preliminary and functional testing and was able to operate a pump for an extended period of time without issue. Additional information received on (B)(6)2020 stated that the patient cable related to this event would be disposed of. The root cause of the broken pin in the connector was unable to be conclusively determined through this investigation heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii IFU section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii IFU under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. The power module IFU under precautions section stated to not force together connectors without proper alignment. Forcing together misaligned connectors may damage them. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pin from the patient cable from the power module had gotten stuck in the power cable of the patient's system controller. The vad coordinator was able to replace the patient cable and exchange the patient's controller. The patient cable is reported under MFR 2916596-2020-05689.